Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the unit does not allow attach the blads. The device is not being returned as the customer is retaining it. It is currently unknown if there were patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. Investigation summary: the device was received and evaluated. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The measures used for repairing the defects are listed in the "proof of repair". The following repair activities were completed: "micro": preventive replacement of o-rings performed acc. To service manual "micro": upgrade "(B)(4)'' performed, motor not turning smoothly - motor replaced, resistance value out of specs: handcontrol set replaced, unit cleaned, functional test performed, hipot test completed, electrical safety test acc. To iec 60601-1 completed, functional test acc. To test procedure completed, safety test checklist enclosed. A review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).